Manufacturer narrative:
H.6. Investigation: a g30302m sample was not available for investigation of this feedback; however the customer indicates that a separation was identified from the tubing joint to the pressure disc component during infusion. A review of the production records for lot 20095221 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported separation. H3 other text : see h.10.

Event description:
It was reported that the low sorbing pressure disc line detached from the sensor disc. The following information was provided by the initial reporter: "I would like to inform you of an incident where a cc line became detached from the sensor disc."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the low sorbing pressure disc line detached from the sensor disc. The following information was provided by the initial reporter: "I would like to inform you of an incident where a cc line became detached from the sensor disc."